Event description:
It was reported that the insulin pump alarmed during the manual prime. The customer did not disclose their blood glucose level. Product is being replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, severely scratched display window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.